Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an implantable neurostimulator (ins) pocket issue. The patient had so much pain after the implant surgery on (B)(6) 2016 and couldn't sit to drive or sleep. The health care provider (hcp) put the patient on different medications including norco which helped some, but they could not lie on their back to sleep. The pain was at the ins pocket site on the right side. It even hurt to wear jeans, so the patient had to wear loose fitting clothing. It felt like a marble. When they did the revision on (B)(6) 2016, they saw that ins had flipped so they had to bury it deeper in the muscle tissue. The patient recovered completely and was doing great. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.